Event description:
On (B)(6) 2011, the plaintiff was implanted with an ams sparc sling with the intention of treating pelvic organ prolapse and stress urinary incontinence. It was alleged that after and as a result of the implant the plaintiff, "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, chronic discharge and bleeding, dyspareunia and other injuries." It was also alleged that the plaintiff has "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.